Event description:
It was reported that while a pt was on the table, the technologist used the table controls to raise the table height. A grinding noise was heard for a few seconds as the table rose and then the table dropped a few inches. No injuries were reported. The concern is for potential injury should the hcp or user's hand become trapped betwen the table and the gantry.

Manufacturer narrative:
Engineering investigation determined root cause to be the motor control software. A field correction is being implemented on all affected systems. The correction will secure the table drive if a table position error is detected and limit the downward motion. The site has been corrected, the table tested and put back into service.